Manufacturer narrative:
The report event of high impedance was confirmed. Return octrode had a kink with all internal wires broken, followed by compression mark; causing the reported event. The cause of the kink is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lose stimulation following a fall. Diagnostics revealed high impedance on all contacts. As such, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead to address the issue. Therapy was restored.